Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Bd determined that the most likely root cause of the indicated failure mode was attributed to manufacturing. The most likely cause for this type of defect is that the additive spray nozzle has become slightly occluded causing the spray pattern to be coarser. In turn this becomes slightly yellow when irradiated. The fact that the spray nozzles are automatically washed at regular intervals during processing means that the impact of this type of issue is limited. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd vacutainer® k2e 10.8mg plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "yellow particles observed in the vacutainer edta tubes. We have observed these earlier and sent complaints, some of them have been accepted by bd and some not. Please comment, should we use tubes like this normally or not."